Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 47 mg/dl. Customer also reported multiple blood glucose values such as 100, 104 and 117 mg/dl. It was reported that the customer was not using auto mode. The customer declined to troubleshoot low blood glucose level. Customer reported that the during call insulin pump was not recognizing the insulin pump. The insulin pump was not returned for analysis.